Event description:
As reported, one 6-12f mynx control venous (mcv) vascular closure device (vcd) had a leakage of the balloon. Another mcv vcd had the sealant sleeve shredded. The issues were noted during prep. There was no reported patient injury. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, one 6-12f mynx control venous (mcv) vascular closure device (vcd) had a leakage of the balloon. Another mcv vcd had the sealant sleeve shredded. The issues were noted during prep. There was no reported patient injury. Additional information was requested but not provided. The devices will not be returned for evaluation. The device was not returned for analysis. A product history record (phr) review of lot f2527202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors make have contributed to the leakage reported. However, as the issue was noted during prep, prepping/handling factors likely contributed to the issue experienced. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, device preparation states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, one 6-12f mynx control venous (mcv) vascular closure device (vcd) had a leakage of the balloon. Another mcv vcd had the sealant sleeve shredded. The issues were noted during prep. There was no reported patient injury. Additional information was requested but not provided. One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was observed in the open position, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found in a deflated state, with the core wire present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the condition of the sealant sleeves. However, the catheter working length was verified and found to be within the specified range. The measurement was obtained using a calibrated ruler. An inflation and deflation functional evaluation attempt of the balloon was performed; however, the balloon presented leakage that impeded completion of this evaluation. Additionally, a simulated deployment test was conducted. The device functioned as intended, with successful sealant deployment and proper balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to evaluate the balloon surface. During this analysis, a longitudinal tear was observed on the balloon. The exact cause of the balloon tear could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The product history record (phr) review of lot f2527202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the leakage noted. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed from the split sealant sleeves while button 1 was not depressed. However, the exact cause of the longitudinal tear noted and the observed condition of the prematurely exposed sealant could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, procedural/handling factors (such as the use of excessive force), access site vessel characteristics, and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported balloon loss of pressure since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, with regard to the condition of the sealant, it is difficult to determine the factors that may have contributed to the issue experienced. However, procedural/handling factors with the device likely contributed to the observed frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the user, it is unknown whether this condition was present during use in the patient or due to handling after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, phr review, nor the available information suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, one 6-12f mynx control venous (mcv) vascular closure device (vcd) had a leakage of the balloon. Another mcv vcd had the sealant sleeve shredded. The issues were noted during prep. There was no reported patient injury. Additional information was requested but not provided. The devices were returned. Addendum: product evaluation for the first mynx control venous vcd revealed that the sealant was prematurely exposed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one 6-12f mynx control venous (mcv) vascular closure device (vcd) had a leakage of the balloon. Another mcv vcd had the sealant sleeve shredded. The issues were noted during prep. There was no reported patient injury. Additional information was requested but not provided. The devices were returned.